Event description:
The customer reported receiving a no delivery alarm during a bolus. Customer stated their insulin pump showed they had no insulin remaining, but it was found the customer had 100 units of insulin remaining when the reservoir was removed. The customer also stated they were unable to exit from the rewind screen. Customer also reported resolving the no delivery alarm with an infusion set change. Customer could not complete troubleshooting at the time of the call. Customer's blood glucose was 215 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.